Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing, and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 2 kept faulting. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and found error 32100 against usm 2. The tse had the customer hard power cycle the patient side cart (psc). The system faulted again after it powered on. The customer was able to perform the case with three usms, so they disabled usm 2. The procedure was completing as planned with no reported injury

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed as having occurred in the field via logs and was replicated in-house. Logs showed multiple 32100 errors occurring on usm 2 pointing towards the access controller motor (acm) printed circuit assembly (pca). The nit was tested on an in-house system where it triggered no errors. The usm was also tested on a testing platform where it failed the yaw direction test with a 32100 error. A golden acm pca was installed, and the usm passed the yaw direction test on retry. The original acm pca was reinstalled, and the unit still passed. The problem was intermittent. The complaint was confirmed by failure analysis.